Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, tube push off occurred on twenty (20) units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, tube push off occurred on twenty (20) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 27-jan-2026. Investigation summary: bd received five samples and two photos for investigation. Upon evaluation of the two photos, no reported defect was observed. Furthermore, inspection of the 5 samples did not reveal any issues. Additionally, functional tests were conducted on 3 of the returned samples, and all tubes drew within specification. A total of 100 samples were visually inspected with no issues identified. Additionally, 10 retained samples from the production lot were inspected and no visible defects were found. Functional tests were also performed on these 10 samples, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.